Manufacturer narrative:
The insulin pump was received with button response functioning properly. No button error alarms were noted. However, found traces of moisture damage on the keypad trace. No scrollbar/ramping numbers without button press were noted. The pump was inspected and no traces of moisture damage were found on the electronic/motor assembly. The pump was received with cracked battery tube threads and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error and moisture damage from the insulin pump. The customer's blood glucose reading was 252 mg/dl. The customer stated that the numbers were ramping on their own. The customer stated that the scroll bar was moving without input. The customer reported fluid under the lcd display. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.